Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to an optical surprise. The pt was also reported to be unhappy with the visual outcome. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has been received. (B)(4).